Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. Treatment for the suspected peritonitis event was not reported. It was unknown if dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. No additional information is available.